Event description:
Country of complaint: (B)(6). This complaint is not implant related, but it relates to the wrapping of the cespacexp cages. It has been reported that when the scrub nurse places the thumb and index finger on the case wrap when engaging the inserter onto the cage then the following scenario often plays out: the small "wings/tabs" break off too easily. Once the "wing/tab" accidently drops then they are hard to locate due to the transparency of the material. One time they were unable to locate the missing "wing/tab" - the concern was if it had ended in situ by mistake. The md and the scrub nurse looked carefully and concluded that it was not in the surgical field. The patient was sutured and the case closed.

Manufacturer narrative:
No device components received for investigation. There have not been any other similar reports. Most likely cause of the failure is user error. The implant should not be connected to the instrument over the operation field. No corrective action is required.